Manufacturer narrative:
Spacelabs is evaluating this reported event and will file a supplemental report when our evaluation is concluded. Placeholder.

Event description:
Spacelabs received a report that a patient monitor, model 91393, failed to alarm on ventricular tachycardia(v-tach). No one was injured as a result of this event.

Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer confirmed the equipment performed to specifications. The testing was witnessed by a facility staff member. The customer provided the patient retrospective database, which was reviewed by a spacelabs lead software engineer. The database confirmed the patient had a pacemaker. For reference, spacelabs¿ ECG algorithm will identify as the dominant beat class (normal beats), the first non-paced beat that occurs ten times. In this case, the normal beat class that was identified contained a wide qrs waveform similar to some versions of vtach. At 11:36 p.m. On (B)(6) 2014 the patient¿s rhythm switched from a paced rhythm to a non-paced rhythm with a wide qrs waveform - the normal dominant beat class for this patient. The monitor did not alarm for vtach since the pattern, although similar to a vtach pattern, did not meet the spacelabs product criteria for vtach. The same non-paced rhythm occurred at the other two event times noted by the customer (5:06 a.m. And 7:43 a.m. On (B)(6) 2014). To summarize, we have concluded that the monitor did not malfunction. This report is considered final and the issue is closed.

Event description:
Spacelabs received a report that a patient monitor xprezzon model 91393 with command module model 91496 failed to generate and alarm for three instances of ventricular tachycardia (vtach) at 11:36 p.m. On (B)(6) 2014 and 5:06 a.m. And 7:43 a.m. On (B)(6) 2014. No one was injured as a result of this event.